Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Four photos were provided and reviewed. The first photo shows the label information matches the details recorded in track wise; no discrepancies noted. And rest of the three photos were about lutonix 035 drug-coated pta dilatation catheter observed inside packaging hoop/tubing. Blood residues were seen throughout the balloon. No other anomalies noted. Therefore, the investigation is inconclusive for the reported balloon rupture as no objective evidence was provided for review. A definitive root cause for the reported balloon rupture could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an angioplasty procedure using the lutonix 035 drug coated balloon. During the procedure, the balloon allegedly ruptured. It was further reported that the balloon does not inflate, and the pressure gauge does not indicate pressure. The procedure was completed using another device. There was no patient contact.